Event description:
Patient called lfs alleging that the fasttake meter had missing segments and patient was unable to test. Patient described feeling light headed and nauseous during the time of concern. Pt visited the physician, where a lab test was performed. Patient could not recall the results and did not receive any treatment. Patient has been unable to test for the past three weeks. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The customer service rep replaced patient's meter due to an unresolved display issue.